Manufacturer narrative:
H10: the affected device was returned to the manufacturer site and the reported issue could be confirmed. Another error code associated to a discrepancy between the set and the actual gas flow value could be identified. The mass flow controller for air was replaced to solve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). The device has been requested for investigation and repair to the manufacturer site. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system was sporadically giving an error code associated to a fault of the a/d converter on o2 display during procedure. There was no report of patient injury.